Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had metal induced oxidation, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead had high threshold. The lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead had high threshold. The lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.